Manufacturer narrative:
Invacare was made aware of an event in (B)(6) with an action 5 wheelchair. Which was manufactured by invacare (B)(4). The myon wheelchair, made at invacare owned invamex and sold in the us, has been determined to be similar in design to the action. The end user examined the wheelchair the next day and found that the backrest was loose on the left side, however it is unknown if it was loose before the accident. The action wheelchair has not been returned to invacare france for an evaluation despite being requested. If additional information becomes available, a supplemental record will be filed.

Event description:
The end-user was transporting himself, and attempted to climb a small step, when he couldn't control the chair and fell backwards. He hit his head on a wooden bench. He was transported to the hospital where he received four stitches and was diagnosed with traumatic brain injury. He also experienced headaches and persistent neck pain.